Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to update software. It was also indicated that the system fan¿s cable was damaged and shorted to the case which caused the programmer to power up to a blank, black screen and clicking sound on the speaker. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer couldn't update software. The programmer was returned for service. There was no patient involvement.